Event description:
It was reported that the insulin pump was submerged in water. After, the buttons were sticking and the insulin pump would not rewind. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.